Event description:
A zoll sales representative reported that during a sales demonstration of the device's heart rhythm pacing features, the unit failed to capture a simulated pt heart rhythm. The complainant indicated that there was no pt involvement in the reported malfunction.